Manufacturer narrative:
H3: evaluation summary: medtronic conducted an investigation based upon all information received. Seven devices and three photos were available for evaluation. Visual inspection noted the needles were returned detached. It was reported that the needle unexpectedly separated from the thread. The reported issue was confirmed. The root cause of the observed condition was determined to be due to poor suture insertion into the needle during the attaching process. A process improvement has been initiated to prevent this condition from recurring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, after opening the package, it turned out that the thread was detached from the eight needles. The next suture with another lot number was used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Additional information: a1, d9, d10, e1(facility name), g1, g3, h3 correction: b5 d10 concomitant products: 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy 8886661841 - maxon 3-0 clr 75cm c14x36 8886661841, lot# d9k0334fy h3 evaluation summary: medtronic conducted an investigation based upon all information received. Seven representative and two opened devices were available for evaluation. Three images were also available. Photographic inspection noted the end of the sutures were sticking out from the retainers. Visual inspection of the returned samples observed the needles were disengaged from sutures. Further assessment noted the proper attachment marked in the needle barrel and suture tip. It was reported that the thread was detached from the eight needles. The reported issue was confirmed. The root cause of the observed condition was determined to be due to poor suture insertion into the needle during the attaching process. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to use, after opening the package, it turned out that the thread was detached from the needle. The next suture with another lot number was used to resolve the issue. There was no patient involvement.